Manufacturer narrative:
Clinical statement: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient presented to the emergency department (ed) for hypoglycemia due to complications from diabetes mellitus type 2. It was stated the patient¿s liberty select cycler was inoperable on the night prior and the patient opted to undergo a manual exchange the following day. When a caregiver tried to rouse the patient the following day, the patient remained somnolent and was immediately taken to the ed. The patient¿s caregiver suspected the patient had low blood sugar as a result of not undergoing pd therapy the night prior; however, this was not corroborated by a medical professional. The patient was treated in the ed and released to home with no hospital admission. It was confirmed the patient¿s hypoglycemia, and the associated ed visit was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient presented to the emergency department (ed) for hypoglycemia due to complications from diabetes mellitus type 2. It was stated the patient¿s liberty select cycler was inoperable on the night prior and the patient opted to undergo a manual exchange the following day. When a caregiver tried to rouse the patient the following day, the patient remained somnolent and was immediately taken to the ed. The patient¿s caregiver suspected the patient had low blood sugar as a result of not undergoing pd therapy the night prior; however, this was not corroborated by a medical professional. The patient was treated in the ed and released to home with no hospital admission. It was confirmed the patient¿s hypoglycemia, and the associated ed visit was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.